Event description:
Per the audiologist's report, this pt stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that, the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted a new device the same day.